Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the physician noticed the longevity estimator for the device battery was low. The device was checked again a few months later and the longevity was calculated again. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.